Event description:
It was reported that a dexcom g7 cgm experienced pairing and signal loss with the ilet device, and review of the alarm history indicated the cgm sensor failed; the user was guided through troubleshooting and replacing the sensor, and was advised to contact dexcom. Symptoms included none reported. Outcomes included no injury, no medical intervention, and continued therapy after sensor replacement.

Manufacturer narrative:
Investigation included user education and troubleshooting focused on communication and pairing between the cgm and the ilet. Investigation of this case revealed cgm sensor failure with unsuccessful pairing to the ilet. It was concluded that the event was related to cgm sensor failure and communication disruption between the cgm and the ilet.